Event description:
The us complainant had placed an impella 5.5 pump to support a patient. The patient had arrested and was placed on the 5.5 pump. The pump remained on despite a loss of optical signal. The pump was eventually weaned and explanted. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. Log review showed placement signal going out of range at this time. Signal-to-noise ratio dropped to 0, light dropped to 0.5, gain dropped to 1.0, lamp was stable at 100, and contrast was oscillating between 2000/-2000. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.